Event description:
The caller reported that, the cuff would not stay inflated, and the patient was extubated and then re-intubated.

Manufacturer narrative:
The lot number is unknown. The analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.